Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 500 mg/dl at the time of incident. The customer reported other blood glucose value such as 129 mg/dl. The customer assisted with troubleshooting for charging transmitter and for sensor signal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report was submitted with the wrong event date. The correction has been made with this report.